Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the buttons on the infusion device are not functioning properly. Patient attempted to give a bolus, but the infusion device would not respond. Patient changed the battery, and the infusion device powered on and then displayed an e8 power interrupt error. The error could not be cleared due to the defective buttons. Patient assumed the infusion device was delivering insulin as intended, and blood glucose level was 162 mg/dl during the report. Patient also reported the infusion device is turning off. Infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional details were not provided.